Manufacturer narrative:
Device has not been returned to acmi, therefore root cause of event has not been determined. A final report will be submitted upon the conclusion of the investigation. Reference: (B)(4).

Event description:
Ceramic tip broke off during procedure. Tip was retrieved but potentially a small piece may still be left inside patient.